Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion.  Continuation of d10: 694765, lead implant date: (B)(6) 2008. Dvab1d ICD implant date: (B)(6) 2016. Additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650 / catalog #:  1650 / expiration date: 31-jun-2024 / serial#: (B)(6) and UDI #: (B)(4). D9:  no h3:  no h4: mfg date: 12-jul-2023 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were not registering on the controller and did not provide power. The patient presented to the em ergency department and log files data were submitted and reviewed; no alarms or other issues were observed. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: battery (B)(6) d9: yes, return date: 06-mar-2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the batteries had exhibited communication errors and power disconnect beeps when they are connected to the controller.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual inspection and functional testing. The batteries were able to adequately charge and provide power to a test controller. Log file analysis revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed several momentary disconnections involving (B)(6) and (B)(6) within the analyzed period. Momentary disconnections will lead to an audible tone or ¿beeps¿. The momentary disconnections may explain the reported "power disconnect beeps¿. During momentary disconnections, the controller does not detect the battery, which corresponds with the reported event. Log file analysis did not reveal any communication errors within the analyzed period. As a result, the reported power disconnect beeps, batteries not registering on controller, and batteries temporarily not providing power events were confirmed. The reported communications errors could not be confirmed. However, it is likely that the momentary disconnections were perceived as the communication errors. The associated batteries were lubricated prior to release. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed,(B)(6) and (B)(6) falls in scope of this CAPA. Additional products: d1: battery d4: (B)(6) d9: yes, return date: 06-mar-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.